Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported hospital admission and treatment with subcutaneous insulin. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia on the reported event date. On the day of the event, insulin dosing was manually paused for an extended period while glucose was already elevated. When dosing resumed, the ilet issued an occlusion alert, which was acknowledged, but no supply change was logged at that time. Hyperglycemia persisted, consistent with ineffective insulin delivery due to a failed infusion set or other fluid pathway issue. Insulin delivery later stopped when the cartridge ran out of insulin and did not resume until the following day. Based on available information, the event was attributed to a suspected infusion set¿related issue with prolonged interruption of insulin delivery rather than abnormal ilet pump performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose reported as high as 401 mg/dl, resulting in hospitalization. The user was treated with subcutaneous insulin while hospitalized and discharged on (B)(6) 2026. The user recovered and had not resumed ilet therapy at the time of follow-up.